Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 during peg-j tube replacement through endoscopy, the physician discovered there was pus on the stoma site and he replaced the peg-j tube with a foley catheter to keep the stoma site patent and inserted a naso-jejunal tube to connect to the duodopa pump. The patient was discharged on oral antibiotics tavanic and metronidazole for one week and the peg-j tube was then replaced.